Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken terminal, resulting in a 1/4" burn hole in the fabric foundation of the unit. Several internal components were bent and broken, indicating that the unit had been folded and crushed repeatedly - both of which are clear violations of our user warnings and instructions. We determined that this report was attributable to misuse on the part of the user.